Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The infusion set was in use for more than 3 hours. The site of insertion was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with bolus. No further information available.